Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They were asked if urinary retention was pre-existing, if catheter use was considered a standard of care for the patient and whether the use of the catheter was caused or contributed to by the device and/or therapy. They responded it was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They were calling back because the changes made during the previous call had not become effective for the patient's symptoms yet. Caller reported the patient's symptoms weren't as bad, but the patient still could not hold their urine. Caller reiterated previously reported information regarding having a catheter put in and unrelated surgery. It was reviewed to let the patient's body adjust to changes and the consideration of increasing stimulation again. Caller was offered assistance to change the program but they declined stating they knew how to increase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they called back and reiterated the same issues. They reported they had increased the stimulation, but the patient was still having leakage. They were requesting assistance to increase it. Patient was on program 3 at 2.0v and stimulation was on. They were able to increase it to 2.2v where the patient was feeling comfortable stimulation in the buttock area. Therapy considerations were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient couldn't void on july 21st, so they went to the ER. They had to put a catheter in, so the device was turned off. Caller stated the catheter was in until september 11. It was reported that the patient had unrelated surgery on november 2, and wanted to start using the device more since they took the catheter out the thursday prior. Caller reported that when the patient stood, they instantly had to go and they wet their pants and could not control it. It was reported that this had been happening for over a week. On the call they were able to sync with the programmer and it showed stimulation was on. The patient was set to program 3 at 1.2 v and wasn't feeling stimulation, so they increased amplitude to 1.6v, where they reported they felt it. Caller reported they would have the patient try this setting to see if it helped their symptoms. No further complications were reported or anticipated.